Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred during patient use and on an unspecified date. It was reported that a plum a+ (11.3 version) new restart was programmed to infuse for 24 hours and the pump passed the infusion in 12 hours. There was no report of human harm.

Event description:
Updated information was received from the customer on (B)(6) 2023 to inform that there was no harm to the patient, the event occurred on (B)(6) 2023 and also that there is no specific information regarding the medication/intravenous fluid that was being infused and what the infusion rate was. The pump was programmed manually and was isolated after the event.

Manufacturer narrative:
The device was programmed in channel a to deliver a volume of 100 ml in 23 hours 48 minutes, at a flow rate of 4.2 ml/hr, resulting in 102 ml delivered in 23 hours 48 minutes. 100 ml *5% = (+/- 5 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery margin of error was + 2ml. According to customer experience, the device delivered the medication in less time than scheduled. Customer protocol tests determined that the device worked 23 hours 46 minutes without interruption and the infusion was completed without over-delivery or value alterations. A keyboard test was carried out to verify that it did not auto-program. Each key worked correctly, the test passed correctly. Probable cause of the reported complaint: the user stopped the infusion to change the programming. Additional/updated information can be found in section b3, b5 and h3.as a correction, the field for d9 - date returned to mfg null should have been blank for the initial emdr that was previously submitted for this complaint.